Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device not returned to the manufacturer.

Event description:
This pi is for the first stage revision on (B)(6) 2020. 1st stage revision - left distal femur prosthesis + spacer application due to aseptic loosening of distal femur stem. Stable proximal tibial prosthesis. 2nd stage revision occurred on (B)(6) 2020 - no growth with tissue and swab culture which was sent from 1st stage revision.